Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family was reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 44 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the hardware low level failures alarm occurred during self-test. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was able to pass the self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. Insulin pump trace download confirmed hardware low level failures problem isolated to the keypad. During visual, found keypad flex fingers creased.